Event description:
A customer reported that the charging port was damaged and loose. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.